Event description:
While priming a new crrt m150 filter on a prismax, a warning screen kept popping up stating "blood leak detector normalization failed". The interventions for this were to check the effluent tubing for air in the line, which there was none, and then to reprime with another 2l of ns. This was attempted for a total of 6l ns; without resolution of error. At that point, I called baxter's icon help line. Representative advised me to try and override the warning screen by checking the internal measurements. The blood leak detector was showing at 0%, so representative determined that the sensor of the bld was malfunctioning. Representative said I could attempt to try a new filter but that it would probably be better to switch out machines and send the current prismax down to be serviced. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User error.